Event description:
It was reported that the patient presented to the clinic due to pain associated with right ventricular pacing and chronically low atrial sensing. The whole system was explanted to resolve the issue. The patient was stable throughout.